Manufacturer narrative:
One smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter was returned for analysis in addition to three photos. The second and third photos display evidence that the device is detached / severed at the flash vue window within the catheter tubing, however, the device has been advanced slightly creating a larger gap between the cannula and its severed piece. These photos further display evidence that the cannula appears to be damaged at the point of severance. Unfortunately, the photos taken of the complaint samples did not include a magnified closed up view of the point of detachment in the cannula. Initial examination of the device indicated that the cannula was bent and severed at the flash-vue window. Magnified examination of the severed cannula displayed evidence of cannula tip and bevel tip damage consistent with the cannula tip with no mechanical witness marks noted. Visual examination of the sheath component displayed no evidence of cannula skiving or smearing in the component ID and od consistent with the cannula tip damage noted. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use of a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, the needle broke. It was also reported that as the needle was retracted to lock it back into the protective casing, it was noticed that half of the needle was missing. It was still wedged inside the catheter, the catheter was slowly retracted, and the end of the needle came out at the same time. The needle broke at the shaft. All portions of the needle appeared to be present when retracted. They appear to have a weaker point along the needle shaft, they are constantly bending when attempting IV access. No patient consequences were reported.